Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the customer informed us that after the catheter was placed, bleeding suddenly occurred. During inspection, a separation of the catheter between the red and white part was noticed. An incision of 2 cm had to be made on the patient in order to be able to remove the separated white part that was stuck in the artery by using forceps." A new catheter was placed. The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer report of a separated arterial catheter was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheter and the product lidstock for analysis. The catheter body was separated into two pieces with both returned. Signs-of-use in the form of biological material was observed inside the catheter body. Visual analysis revealed that the catheter body was separated approximately 1 mm from the distal end of the catheter juncture hub. Microscopic examination confirmed the damage and revealed that the edges were angled, smooth and showed no evidence of stretching. The appearance of the damage was consistent with damage resulting from contact with a sharp instrument (i.e., needle bevel) during insertion. Visual examination of the catheter tip did not reveal any damage or anomalies; however, dried blood was observed throughout the body of the catheter. The catheter was separated approximately 1mm from the hub. The length of the separated portion of catheter body measured 53 mm via calibrated ruler. The combined length is 54 mm which was within the catheter length specification of 52-56 mm per catheter product drawing. The catheter body outer diameter measured 0.799 mm via calibrated micrometer, which was within the specification limits of 0.760-0.810mm per the catheter extrusion product drawing. The catheter body inner diameter at the distal tip measured 0.5334 mm via calibrated pin gauge, which was within the specification limits of 0.510-0.560 mm per the catheter extrusion product drawing. The catheter was flushed with water through the extension line luer hub and functioned as expected. The instructions-for-use (IFU) provided with the kit informs the user, "once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage". The IFU also warns the user "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Based on the customer report that the defect was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the customer informed us that after the catheter was placed, bleeding suddenly occurred. During inspection, a separation of the catheter between the red and white part was noticed. An incision of 2 cm had to be made on the patient in order to be able to remove the separated white part that was stuck in the artery by using forceps." A new catheter was placed. The patient's current condition is reported as fine.